Event description:
The customer received a blood glucose reading of 170 mg/dl from his contour usb meter and a reading of 89 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned.

Event description:
Customer reportedly received results of 260 mg/dl and 134 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.